Manufacturer narrative:
(B) (4).

Event description:
It was reported that there was a problem during pump implant/revision procedure. There were issues aspirating and/or refilling the reservoir. They were unable to completely aspirate the reservoir, but able to fill the pump with 16 ml of drug. There was a request for info related to dilatation. The reservoir was filled with 16 ml of 10 mg/ml concentration drug. The pump still had an estimated 4 ml of water from shipment left in the reservoir. It was uncertain how much water was actually still in the reservoir. No pt symptoms, treatment, or outcome was reported.